Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a patient expired. The causes of death were noted to be cardiac arrest and pacemaker failure. The patient had some high ventricular rate episodes on the days before the event.

Manufacturer narrative:
The reported event of device failure could not be confirmed. The analysis of the remote transmission on (B)(6) 2019 revealed no recorded device anomalies.